Manufacturer narrative:
Immucor technical support used remote electronic access method to assess testing well images on the customer instrument. Immucor field service engineer (fse) visited customer site on (B)(4) 2013 for instrument corrective maintenance visit. The galileo echo instrument was tested by the fse and found to be operating within specifications with no problems observed. No patient sample or customer product was returned to immucor for immucor investigation.

Event description:
A customer reported obtaining unexpected negative antibody results with capture-r ready-screen (3) and capture-r ready-ID when used on the galileo echo.